Event description:
It was reported that a physician contacted boston scientific technical services (ts) indicating that this left ventricular (lv) lead was evaluated to assess sensing and pacing, but it did not work as expected. The other leads showed measurements within normal limits, so the physician decided to deactivate this lv lead and keep pacing on the right ventricular (rv) lead only. At this time, no further information is available. No adverse patient effects were reported. The lead remains implanted. Additional information was received indicating that the reported observations are due to suboptimal position of the lead. No adverse patient effects were reported. The lead remains in service.